Event description:
The decedent's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2014-03792.